Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was grocery shopping at kroger and experienced shakiness and nausea. The patient¿s cgm was reading 91 mg/dl (no bg meter comparison done at this time). The patient then lost consciousness and fell to the floor. The kroger nurse assistance checked the patient¿s bg via fingerstick and is was 7 mg/dl. The patient was treated with dextrose. After dextrose treatment, the patient¿s bg fingerstick was 40 mg/dl. The kroger nurse assistance called an ambulance and the patient was transported to the hospital. The patient states she regained consciousness in the hospital on (B)(6) 2023. The patient cannot recall what medications were given to her while hospitalized. She did have a computed tomography (CT) scan done and had minor scratches on her elbow from the fall in kroger. The patient was discharged from the hospital on (B)(6) 2023.at the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.